Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer's husband that their insulin pump may not be functioning properly due to low blood glucose levels. Customer stated they had high blood glucose level of 31 mg/dl and that the device may not be delivering insulin. Customer advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check basal rates and found it to be incorrectly programmed. Assisted customer with programming correct basal amounts. Informed customer the device was functioning properly and to monitor. Nothing further reported.